Event description:
During transhiatal esophagectomy under general anesthesia, anesthesia machine monitor suddenly went black giving no information on ventilator and anesthetic gases nor ability to change settings. Ventilator bellows continued to rise and fall. We switched from anesthesia ventilator to ambu bag w/ peep valve, and changed primary anesthetic from inhaled isoflurane to IV propofol. We were able to turn off ventilator and remove isoflurane cassette. Biomed paged stat who came and quickly determined that a new anesthesia machine would need to replace malfunctioning machine. Biomed removed existing machine and brought in new machine. Patient remained stable and case was completed with replacement machine.what was the original intended procedure?transhiatal esophagectomy.device #1is this a laboratory device or laboratory test?no.